Event description:
It was initially reported that the patient was having freezing episodes, they were getting worse, and the patient could not be seen by his doctor for a couple of days. It was reported that the patient was freezing up all of the time and the episodes lasted minutes, which started about two weeks ago and there had been no falls or traumas. It was noted that the patient saw his doctor last week and the doctor changed the settings to 0 and 3, but that did not work. So, later in the week, the patient talked to the physician¿s assistant who helped the patient adjust to 3 and 1, which did work until about 10pm that evening and all of a sudden the freezing started again. It was verified that stimulation was on at 3 (left) and 1.5 (right), and the patient made sure that the sinemet was right where it should be as well. It was indicated that the patient was diabetic and it was unclear if that played a factor. The patient was directed to contact his physician.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v241399, implanted: (B)(6) 2009, product type: lead. (B)(4).